Event description:
It was reported that the programmer made a "grinding" or "groaning" noise. The programmer was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the system fan was making a grinding noise. It was also noted that the keyboard cover was missing, the left keyboard hinge was broken, the stylus was missing and the electrocardiogram (ECG) connector was loose. Product ID 229047 analyzer. (B)(4).